Manufacturer narrative:
Follow up was provided via the facility medwatch that during a "shoulder arthroscopy, arthroscopic rotator cuff repair, biceps tenotomy and superior labral debridement, the tip of the needle broke off and was not retrieved. While passing the second stitch from the first anchor, the or technician noted about 1mm of needle tip missing. Rotator cuff was very calcified and thickened. Needle was passing easily but when it was passed off the instruments it was missing. Entire subacromial space scanned twice: no needle tip seen. Surgeon probed rotator cuff and did not feel the needle tip. Scope placed back in joint and no needle tip seen. An x-ray revealed the tip in the rotator cuff space. Surgeon opted to leave needle tip intact since it was not in the joint and not loose. Procedure was well tolerated and the patient was taken to recovery room in stable condition." No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but per the facility will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this event would be the use of excessive force to pass the needle through the thick or hard tissue encountered. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a tip broke off in the patient's shoulder and was not retrieved. This occurred while passing the suture through the cuff. Procedure: rcr. No further patient or event information was provided at the time this event was reported.